Event description:
It was reported there is a lump at the ipg site and the patient experiences pain when stimulation is turned on. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6)2017 where the scs system was explanted. No abbott representatives were present.

Event description:
Follow up information identified the lump is at the neck and is unrelated to the scs system. The patient reports the tingling sensation made her uncomfortable and she wishes for the scs system to be explanted.